Event description:
The customer reported the system is displaying a generator error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu cmos battery. System operates as intended. (B)(4).